Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, customer had an issue where the user activity had not been synchronized with medstation. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that issue with the user activity not synchronized with medstation. A technical support specialist received an update from the local team that the issue had been resolved by the customer's information technology department. The system functioned as intended after customer resolved the issue.